Event description:
The customer reports that the device has a discharge button that does not shock and the device locks up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device has a discharge button that does not shock and the device locks up. There was no reported pt involvement. Philips bench evaluated the device and confirmed the complaint. The processor pica was replaced to resolve the problem. All performance assurance tests passed and the device were sent back to the customer. We will consider this a malfunction of the processor pca that caused the discharge button to not shock and lock up.